Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was observed during review of the device's history logs. However, the reported problem could not be duplicated with the device. The pace defib engine board was replaced as a precaution. The device was recertified and returned to the customer. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.